Manufacturer narrative:
The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2021-02026, 3005168196-2021-02027, 3005168196-2021-02029.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra engine (engine), a penumbra engine canister (canister), aspiration tubing (tubing), and a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, some of the engine indicator lights did not illuminate when the device was powered on. The technologist exchanged the canister for a new one and attempted to re-seat it in the engine; however, the issue persisted. Therefore, the canister was removed and the tubing was exchanged for a new one. While using the new tubing and a new canister, only two of the engine indicator lights illuminated. Therefore, the engine and the canister were removed from the procedure. The procedure was completed using a new engine, a new canister, the same tubing, and the same ace68. There was no report of an adverse effect to the patient.